Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference numbers: 1627487-2020-22393, 1627487-2020-22394. It was reported that the patient passed away a few days following a permanent implant procedure. It was also noted that the patient had an enlarged heart.